Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote alarmed for error 1 subcode sc5 and the alarm would not clear with a pump reboot. The meter was also allegedly going blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.